Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, motor fault, circuit disconnect, low peak inspiratory pressure, low minute ventilation and transducer fault alarms continuously. On the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.